Event description:
It was reported that the patient experienced inappropriate shock therapy. It was noted that the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited unspecified oversensing and high capture threshold. The ICD and the rv lead were explanted and replaced. The patient's condition was unknown.

Event description:
New information received indicates that initially the patient presented via remote transmission. The implantable cardioverter defibrillator (ICD) exhibited noise oversensing. The patient was in stable condition following the procedure.